Event description:
As reported by the field, during a stent assist coil embolization, an enterprise intracranial neurovascular 4.5mmd 14mml with no distal tip stent (enc451400, lot unknown) became impeded in an unspecified microcatheter (mc) and could not advance anymore. The physician retracted the stent and changed to a new stent. A 2.5 x 5 orbit galaxy xtrasoft coil (640cx2505, lot unknown) also became impeded in the microcatheter. The doctor withdrew the coil delivery system and switched to a competitor¿s coil to complete the surgery. There was no patient injury reported. Pictures were accompanied with the complaint file.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the visual analysis of the photos received, only a part of the gripper, the support coil, and the embolic coil can be observed. The embolic coil was observed to be stretched; this condition could be the result of the impeded microcatheter condition reported by the customer since this could have been caused by excessive force applied during advancement / removing the microcoil. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues. Stretching can occur during procedure handling where force may have been inadvertently applied. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The customer complaint was confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00421.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise intracranial neurovascular 4.5mmd 14mml with no distal tip stent (enc451400, lot unknown) became impeded in an unspecified microcatheter (mc) and could not advance anymore. The physician retracted the stent and changed to a new stent. A 2.5 x 5 orbit galaxy xtrasoft coil (640cx2505, lot unknown) also became impeded in the microcatheter. The doctor withdrew the coil delivery system and switched to a competitor¿s coil to complete the surgery. There was no patient injury reported. No additional information is available. Two photos related to this device are accompanied with the compliant file. It can be appreciated that the stent is detached from the rest of the device, also, it was noted that the marker bands on one end are not fully opened, no other damages or anomalies were observed in the photos provided. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The product was returned to cerenovus for evaluation. A non-sterile EU ent4.5mmd 14mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the stent was already detached from the unit. The delivery wire was inspected, and it was found in good condition. The introducer was not returned for evaluation. Further inspection was performed under a microscope, and it was found that the struts of the stent are broken, as noted on the photo provided with the initial report, the stent was not fully opened due to this condition. Due to the conditions mentioned above, the functional analysis could not be performed. The stent must still be inside the introducer tube to perform the functional analysis. The customer complaint regarding the deployment difficulty of the stent was confirmed due to the conditions in which the stent was found. The stent damage was not documented originally in the complaint; the exact time when the stent became damaged could not be determined. However, it's suggested that the damage may appear at the time when removing or advancing the stent through the microcatheter excessive force may have been inadvertently applied to the device, which could be secondary to the impeded condition. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.